Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
Customer called to report air bubbles in the infusion set tubing from the insulin pump. Customer stated that the insulin pump also had no delivery issues excessively alarming no delivery during the bolus procedure. Customer's blood glucose reading was 465 mg/dl. Customer has been taking injections. Troubleshooting was done and the alarm was resolved by a complete set change. Nothing further reported.